Manufacturer narrative:
Customer reported primary audible alarm problem. Tamper seals were not broken but device was cracked on right plunger case. Performed occlusion test but unable to duplicate the primary audible alarm bgnd during occlusion test. Unable to determine the intermittent of the error. Replaced speaker for preventive measure. Performed pm maintenance and all functional testing.

Event description:
It was reported that the device had primary audible alarm issue. No patient injury was reported.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Additional information: b5; a review of the event history log identified primary audible alarm background (bgnd) test. A corrective and preventative action has been opened to address the reported issue.

Event description:
Additional information received: no patient injury or involvement.